Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary right l4-l5 spinal root decompression. In 3/00, the patient presented with "paravertebral spasm". The investigator noted the event as mild in intensity. Physician prescibed muscle relaxants (unspecified) as treatment for the condition. The condition was reported resolved with treatment in 4/00. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as the illness being treated. In 9/00, the patient presented with "numbness and tingling in the right foot". The investigator noted the event as mild in intensity. Physician prescribed antiinflammatories (vioxx 25 mg po prn). The event was reported as continuing with treatment when the patient was last seen in 10/00. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as the illness being treated.